Event description:
The patient experienced stimulation in the wrong location. His stimulation changed following a motor vehicle accident. He had less than 50% therapy relief in the buttock area. His device was going to be reprogrammed next week. Additional information have been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).